Event description:
The device was used during an unspecified procedure. Reportedly the bag prematurely detached upon introduction into the pt's cavity. No additional info was available. The hosp has reported there was no injury to the pt.